Event description:
The patient was positioned supine, lying on the left side with the head first into the scanner. The synergy cardiac coil was used for a prostate examination. The next day a second degree burn was reported on the inside of the thigh.

Manufacturer narrative:
(B)(4). Method/results/conclusions - the investigation is still ongoing on this event. When the investigation is completed a follow up report will be sent to the FDA.